Event description:
No damage to property or personnel. Customer stated that during room preperation, a nurse moved the lower light head into position and the entire lower arm detached and fell on the floor.